Event description:
A patient reported blood glucose results of "10.6 mmol/l, 1.4 mmol/l and 3.6 mmol/l" with a lifescan meter,performed within 10 minutes of each other. The meter,test strips, and control solution were replaced.